Manufacturer narrative:
Block d2b: product code - additional product code qon. Block g4: premarket / 510(k) # - additional premarket/510(k) p190006. Block h11: the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device; however, response was not received. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of difficult to charge was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported that a patient with a rechargeable battery implanted in 2020, was having issues charging their implant battery because they could not hear the charging tones. The representative met with the patient and went over troubleshooting and investigation of the patient's charging system and connecting to their device. There were no issues found with the system or the charging unit, it was the patient that was having difficulties. The patient elected to have a battery revision to a non-rechargeable device. Only the battery was removed and replaced. The were no other patient complications.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket/510(k) p190006.

Event description:
It was reported that a patient with a rechargeable battery implanted in 2020, was having issues charging their implant battery because they could not hear the charging tones. The representative met with the patient and went over troubleshooting and investigation of the patient's charging system and connecting to their device. There were no issues found with the system or the charging unit, it was the patient that was having difficulties. The patient elected to have a battery revision to a non-rechargeable device. Only the battery was removed and replaced. The were no other patient complications.